Manufacturer narrative:
(B)(4). An empty opened labeled winding former and a dispensed needle-suture combination of product code sxpp1a401 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted. However, a side of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the was broken when passing the needle through the tissue. Upon evaluation of device, the fixation tab was found broken. There were no adverse consequences to the patient.